Manufacturer narrative:
A promus elite us mr 38 x 2.75mm stent delivery system was returned for analysis. The device was returned without the stent and without the balloon and tip sections of the device. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a midshaft extrusion break and kink 120cm distal from the distal end of strain relief, at the exchange port location, with the core wire exposed.

Event description:
It was reported that stent damage post deployment, shaft break, and removal difficulties were encountered and the patient was sent for surgery. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal left anterior descending artery. After the physician used a rotablator for treatment, a guidezilla guide extension catheter was inserted to deliver the 2.75 x 38mm promus elite drug-eluting stent. However, after the stent was positioned and deployed, it was noticed that the stent balloon did not fully expand. Once the balloon was deflated, it became stuck in the calcium. Upon retraction of stent delivery device, the guide catheter deformed the proximal edge of the stent. The stent delivery system then separated at the proximal balloon marker, leaving the balloon and deformed stent in the vessel. Snaring was attempted but it was unsuccessful. The patient was sent for coronary artery bypass grafting to remove the device. No patient complications were reported and the patient status was stable and expected for full recovery. It was further reported that there were no leaks in the balloon or shaft and the physician thinks that calcium in the artery contributed to the balloon not fully expanding.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment, shaft break, and removal difficulties were encountered and the patient was sent for surgery. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid-distal left anterior descending artery. After the physician used a rotablator for treatment, a guidezilla guide extension catheter was inserted to deliver the 2.75 x 38mm promus elite drug-eluting stent. However, after the stent was positioned and deployed, it was noticed that the stent balloon did not fully expand. Once the balloon was deflated, it became stuck in the calcium. Upon retraction of stent delivery device, the guide catheter deformed the proximal edge of the stent. The stent delivery system then separated at the proximal balloon marker, leaving the balloon and deformed stent in the vessel. Snaring was attempted but it was unsuccessful. The patient was sent for coronary artery bypass grafting to remove the device. No patient complications were reported and the patient status was stable and expected for full recovery.